Event description:
It was reported the patient suffered a car accident and afterward the stimulation was not working. The patient was out of the state for 4 months. While the patient was out of state an exam indicated functional issues with the extension. After returning home the patient underwent revision surgery with fluid noted in the extension casing. Both extensions were replaced. The leads were tested with no issue found. The patient recovered without sequela.

Manufacturer narrative:
The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.